Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-00427. It was reported that myocardial infarction, stent thrombosis and death occurred. A 2.50x38mm promus premier drug-eluting stent was implanted in the left anterior descending artery and a 2.50x16mm promus premier drug-eluting stent was implanted in the left circumflex artery. The stents were implanted in a different facility. Five days post procedure the patient presented to this facility with st elevated myocardial infarction and stent thrombosis. "The patient essentially came in coding". The patient was transferred supported with a non-bsc ventricular assist device from the cath lab to a room. Later the same day, the patient died. The patient's husband stated that the patient was on brilinta and aspirin but did not take her brilinta. The physician feels this "probably led to the stents clotting off".